Event description:
It was reported that an intermittent cartridge change error occurred with multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 300-320 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned